Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited an unstable pacing threshold with an abrupt elevation in measurement. It was noted the patient had recently received a medication treatment and it was suspected the change in lv threshold may have been related to the treatment. The lv lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.